Event description:
It was reported that this right atrial (ra) lead had been exhibiting noise for some time. During a device replacement procedure, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.